Event description:
Ous MDR - it was reported that there were multiple charges and shocks resulting from a potentially damaged lead. The ICD was also explanted due to battery depletion. Should additional information become available this file will be updated.

Manufacturer narrative:
The ICD complained about and the lead complained about were returned and underwent a thorough analysis. The device memory data and the therapeutic functionality of the ICD were thoroughly analyzed. During the analysis of the device memory data of the ICD, the clinical observation could be confirmed. Interference signals in the ventricular channel were seen in the available iegms. However, the ICD proved to be fully functional during the analysis. Then the lead was visually inspected. Strong signs of abrasion were noted at the connector exits. At 2 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. This damage is with high probability the cause for the inadequate shock deliveries, as was mentioned in the complaint text. The position and kind of the insulation damage are characteristic for massive mechanical stress on the lead due to strong pressure against the generator housing with simultaneous friction. The manufacturing process of these devices was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.